Manufacturer narrative:
Follow-up #1: date of submission 01/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: visual inspection revealed that the display screen text is dim, faded, and discolored. The contrast setting was increased from 8 to 10 with little improvement observed. Unrelated to the display issue, investigation revealed that the battery compartment was cracked. The returned battery cap was able to secure properly to the pump and there was no issue with power loss.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The screen has gradually been dimming over the 3 months prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.